Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in as high tech labs is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd microtainer® contact-activated lancet there was an issue with difficulty activating the device. It was stated ¿during use, the nurse found this batch lancet was very hard to active.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had received samples from the customer facility for evaluation and upon evaluation & testing, the issue relating to the device not activating was observed. Retain samples were evaluated and no issues were observed relating to this failure mode. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the device not activating with the incident lot was observed. Retain samples were evaluated and no issues were observed relating to this failure mode. Root cause description: based on the investigation of the retain samples, the most likely root cause was determined to be related to manufacturing molding issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.